Event description:
It was reported that the procedure was to treat the left anterior descending (lad) and left main (lm) coronary arteries. Orbital atherectomy was performed with a diamondback 360, followed by optical coherence tomography (oct) with a dragonfly imaging catheter. One xience skypoint stent was implanted in the lad and one in the lm. There were no issues during use of any device and the patient remained stable throughout the procedure. However, following the optimization of the stent located in the lm using a non-abbott balloon, the patient experienced hypotension and suffered cardiac arrest. Medication was provided. Resuscitation was performed successfully and at the time of the last update the patient was hemodynamically stable but unconscious. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of hypotension is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.